Event description:
It was reported that the seal/seam at the top of the bag split open in two (2) exactamix 2000 ml eva (ethelyn vinyl acetate) tpn (total parenteral nutrition) bags after completion of compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date ¿ the lot number was manufactured between january 22nd and january 23rd, 2024. H11: one (1) device was received for evaluation. A visual inspection was performed, and it was noted that the top hanger hold side flat weld was defective near the hanger hole and the seam was open and not sealed. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.